Event description:
It was reported that following a successful novasure endometrial ablation on (B)(6) 2012, the physician did a hysteroscopy and saw no "immediate issue with a clean burn". After the procedure, "the physician was conducted by the pt complaining of constant abdominal pain. A short time later (within 24 hours) the pt visited the [emergency room] (ER) complaining of abdominal pain." The physician viewed the cavity via laparoscopy and found "two small blanched areas external to uterus. The bowel also appeared blanched and a possible perforation. The area of the bowel effected is adjacent to the two small blanched areas." We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant info is received, a supplemental medwatch will be filed. (B)(4).